Manufacturer narrative:
Device p-cap / reservoir locks in place properly. Device passed the displacement test. However, pump error 63 alarm during self test and confirmed in the device history file due to broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had the hrm task did not grant motor power in reasonable time. Customer¿s blood glucose level was 116 mg/dl at the time of incident. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that insulin pump passed displacement test and while doing self test hardware low level failure error reoccurred. Customer stated the insulin pump was not dropped or bumped. Customer stated insulin pump was not exposed to a high magnetic field. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.